Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer did not disclose the nature of the procedure. Customer reported the undisclosed required medication was obtained from another station. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer did not disclose the nature of the procedure. Customer reported the undisclosed required medication was obtained from another station. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and was unable to replicate the reported malfunction. The field service engineer verified the device was appropriately connected to a power source. The device's drawers were tested. Device confirmed operational.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a1 d4, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-nov-2020 to 14- nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was not powered up. The field service engineer verified and plugged the power cord back in. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer did not disclose the nature of the procedure. Customer reported the undisclosed required medication was obtained from another station. Patient or user harm was not reported.